Event description:
It was reported intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer does not perform the air removal step correctly. Tandem technical support reviewed the proper steps with the customer.